Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of sterile peritonitis coincident with extraneal viaflex, physioneal, unspecified product and nutrineal pd4 unknown therapies. This is one of multiple reports by same reporter. On an unreported date, the patient began treatment with extraneal viaflex, physioneal, unspecified product and nutrineal pd4 unknown (doses, frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced sterile peritonitis manifested by cloudy effluent. The patient did not experience abdominal pain, and he did not require hospitalization. The severity for the event of sterile peritonitis was reported as mild. On (B)(6) 2011, the patient began remedial therapy with vancomycin (2gm, loading dose, ip) and a ten day course of ciprofloxacin (500mg, twice daily, oral). On (B)(6) 2011, extraneal viaflex and nutrineal pd4 unknown therapies were discontinued and were not reintroduced. Physioneal, unspecified product therapy was reported as ongoing. The event of sterile peritonitis was reported as ongoing and unchanged. The nurse considered the event of sterile peritonitis to be related extraneal viaflex and nutrineal pd4 unknown therapies. The nurse did not consider the event of sterile peritonitis to be related to physioneal, unspecified product therapy.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.